Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "IV pole is not coming down between phaco & ia modes" (device operates differently than expected). A customer reported the IV pole is not coming down between phacoemulsification and irrigation. Aspiration modes. The issue is reported to be intermittent. The system was rebooted and the case was completed. There was no harm or canceled cases reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Preventive maintenance was done on the system. The system was then tested and met all product specifications. (B)(4).